Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that "on prepping the device the flush chamber on the captor valve wouldn't seal and all the hepranised saline was on the prep trolley." As a result, the device was not used on the patient. There were no known patient consequences.